Event description:
It was reported that during a surgical procedure a lead integrity alert (lia) was triggered due to oversensing and noise, though it was noted that a magnet had been placed over the implantable cardioverter defibrillator (ICD). The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.